Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the customer received an error message stating that the image disk was full. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred. The planned treatment was performed by the customer and completed as planned by moving the patient to another room. The philips field service engineer (fse) went onsite and confirmed that the system was showing an error message stating that the image disk was full. Review of the system log file confirmed the malfunction as system was showing free space low and delete examination. To resolve this issue, fse recreated the disk. After that, the system was returned to use in good working order. The codes were updated based on evaluation outcome.